Event description:
Patient was fit with focus night and day lenses in 2004 and awoke in 2004 with irritation and redness. They continued to wear the lenses until two days later, when they visited their eye care professional. The ecp reports patient history of sleeping in and abusing their past lenses and chose to place them in focus night and day as an extended wear lens. Patient experienced a para-central corneal ulcer outside the visual axis, os, with mild pain and redness. Prescribed ocuflox. No anterior chamber reaction, no culture performed. Event reported as resolved with no reduction in visual acuity and no scarring as of 2004 report. No further information is available at this time.